Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen sphincterotome had a blade fracture. The issue occurred during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography and the procedure was completed with a backup olympus device. There were no reports of patient harm.